Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. Reportedly, customer ran into countertop. Customer's blood glucose was 72 mg/dl. The customer reverted to an alternate method of insulin therapy.